Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure, a dissection occurred. The target lesion was located in the right coronary artery (rca). The reference vessel diameter was 3.3mm and lesion length was 13mm. Pre-procedure was100% stenosis and post-procedure was 0% stenosis. A 3.0x16mm liberte stent was implanted. A non bsc balloon catheter was used. No attempt made for direct stenting. Due to dissection an additional stenting was performed with a non bsc stent. The procedure was a technical success. The patient was discharged 2 days later without anginal complaints or silent ischemia. Discharge medications included asa 100mg daily/indefinitely and clopidogrel 75mg daily for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4). Product not returned for analysis.